Manufacturer narrative:
Doshi pk. Mania induced by stimulation following dbs of the bed nucleus of stria terminalis for obsessive-compulsive disorder. Stereotact funct neurosurg. 2016;94(5):326. 10.1159/000449066. Please note that this date is based off of the date of publication of the article as the event dates were not provided in the published literature. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
Doshi pk. Mania induced by stimulation following dbs of the bed nucleus of stria terminalis for obsessive-compulsive disorder. Stereotact funct neurosurg. 2016;94(5):326. 10.1159/000449066. Summary: anterior capsulotomy and stimulation of the anterior limb of the capsule have been used to treat intractable obsessive-compulsive disorder (ocd). On longer-term follow-up of patients undergoing anterior limb of internal capsule stimulation it was found that the responders had the electrode closure to the bed nucleus of the stria terminalis (bst). Reported events: 1. One patient became very active after implant. Initially, the patient was very happy to conclude a business deal whilst still in the hospital. Over the next two or three days, the patient's behavior became even more 'energetic'. They would stay awake through the night and go out of the ward and smoke cigarettes. The psychiatrist attending interpreted this as a mania, but the family told them that this was something the patient expressed in the past and not to overreact to it. The drugs were appropriately adjusted to calm the patient down. Following discharge, the patient developed a full-blown mania. They became very aggressive and had to be virtually restrained. The patient was brought to the police station to ensure the safety of other family members. When the patient was brought back, they burnt down a section of the house in retribution. The patient was then taken to a psychiatric center, where they were hospitalized. The implantable neurostimulator (ins) was turned off and this brought an immediate resolution to the mania symptoms, but the ocd returned. Every time the ins was switched on, the mania returned. On readmission, they switched off the implantable pulse generator and started slowly stimulating one side at a time, titrating the symptoms. It was found that channel 1 was the side responsible for his mania symptoms, as when they stimulated to 2.5 v and above, though the ocd symptoms improved, the mania returned. On stimulating channel 2 there was a good response to his ocd symptoms at around 4 v, keeping all other parameters the same. Therefore they finally set the patient up on 1¿, 2+, 90/130/0.5 in channel 1 and 9¿, 10+, 90/130/3.5 in channel 2, with good control of the patient's ocd without mania. The following device specifics were provided: lead model 3389.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.